Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low flow alarms due to pump thrombosis on (B)(6) 2020 and (B)(6) 2020. The primary controller was exchanged. Low flow alarms continued. Related manufacturer's report number: 2916596-2020-02158.

Manufacturer narrative:
Section b1: correction. Section b2: correction. Section d4: additional information. Section d11: correction - concomitant product. Section g3: correction . Section h4: additional information. Manufacturer¿s investigation conclusion: the submitted log files were reviewed following the reported event of low flow alarms. The submitted controller event log file contained approximately 8.5 hours (2:50:03 ¿ 11:11:43 on (B)(6)2020 per the timestamp). Low flow hazard alarms were captured throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The data in the log file did not indicate any issues with the system controller. The provided information indicated that the low flow alarms continued after exchanging the system controller. Multiple requests were made to obtain additional event information (including if any product would be returning for evaluation); however, no response was received. There were no reported issues with the system controller. The heartmate 3 lvas instructions for use (IFU) and patient handbook cover all alarms (visual and audible), including the low flow hazard alarm, and the actions to take to resolve the alarm. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.